Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Replaced the overlay, updated the software to tul 06, tested the torque, and tested okay.

Event description:
It was reported that an aseptico dtc endo motor was improperly auto-reversing; no injury resulted.